Manufacturer narrative:
Results: one unused sample, one used sample, and a photo were returned for evaluation. The unused sample was exanimate and it worked properly. No damages were observed. An activation test was performed with acceptable results. The used sample was examined and no damages nor flashes which provoke the reported malfunction were observed. The safety shield was reassembly manually to hub to check its performance and no issues found. The photo showed a safety shield detached from hub and absence of IV shield. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 1610003. Conclusion: although the DHR review showed no evidence of the reported issue, an root cause for this incident has been determined to be a manufacturing deficiency. It is believed that an unexpected temporary mechanical malfunction during the assembly of the safety shield into the hub where the safety shield could be not be assembled with enough force. A formal corrective action is not required at this time. (B)(4).

Event description:
It was reported after giving an injection with a bd eclipse ¿ safety needle 25 g x 1 in the safety detached from the syringe. There was no report of injury or medical interventions.